Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used were catalog number 3503501bc; serial number (B)(6) on the left side, and catalog number 3503501bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 11.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-5663616). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively diagnosed after physical consultation. As a result, the device was explanted on (B)(6) 2021.